Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with atrial fibrillation. Upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed. The patient was fine.